Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a wallflex esophageal fully covered stent was to be used to treat a 1.5 cm small leak occlusion of concurrent esophageal fistula in the lower esophageal sphincter of the gastroesophageal junction during an esophageal stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not dilated prior to the stent placement. According to the complainant, during the procedure, the stent was prematurely deployed at an incorrect location. The stent was removed with rat tooth grasping forceps and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.